Event description:
Allegedly the patient was revised due to neck fracture (right).

Manufacturer narrative:
Investigation not complete; this report will be updated when completed. Trends will be evaluated.